Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient underwent posterior lumbar interbody fusion and posterior fusion surgery on the lumbar region of her spine from vertebrae l5 to s1. During the surgery, only select parts rhbmp-2 collagen sponge was used. Allegedly, post-operative period had been marked by a period of improvement, followed by progressively worsening and chronic lower back pain, with pain and radiculopathy in her lower extremities. She had numbness and tingling in her right leg, cannot stand for long periods of time, and has difficulty walking due to balance problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.